Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm and pump error alarm. The blood glucose level was 143 mg/dl. The customer reported that she received a second battery failure alarm and also had a pump error alarm. The troubleshooting was performed failed battery alarm. The insulin pump not being returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm noted during testing. Pump error 25 due to a connector resistance issue.